Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However a variant model in current production was used for testing. 315 samples were taken from the current production. The cuff from the samples were inflated and left for four hours. Samples were then checked and all samples were still fully inflated. Defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record review (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available, this report will be updated accordingly.

Event description:
Customer complaint alleges "cuff leak was found prior to use". Patient condition reported as fine.

Event description:
Customer complaint alleges "cuff leak was found prior to use". Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there are multiple holes in the balloon cuff. The sample was returned with adhesive residue on the balloon cuff. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube only leaked from the holes in the cuff that were already observed. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "air leak in cuff" was confirmed based upon the sample received. The returned et tube was found to have multiple holes in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed , it was determined that unintentional user error caused or contributed to this event.